Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly. Physio observed that the left side of the power button was worn and required more force to be recognized. The right side of the button functioned properly.

Event description:
A physio-control service representative was performing preventive maintenance on a customer device and observed that the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
A physio-control service representative was performing preventive maintenance on a customer device and observed that the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.